Event description:
The extracorporeal membrane oxygenation (ECMO) machine was unplugged for routine repositioning. The pump failed to operate on battery and flow was altered. The pts blood pressure and heart decreased, as well as seizure activity being noted. After approx 3 mins flow was re-established and the pt returned to baseline. The battery was tested by the biomedical engineering lab and charged overnight. It was then tested and the device was put back into service. The battery had inadvertently been unplugged while not in use, therefore it was unable to charge.